Manufacturer narrative:
Follow-up # 1:the lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that her onetouch ultramini meter displayed the battery indicator. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began approximately 2 weeks prior to contacting lifescan (date/time not provided). The patient manages her diabetes with fixed-dose insulin. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptoms of "weak, shaky and sweaty" after the alleged product issue (date/time not provided); however she denied having received any treatment. At the time of troubleshooting, the csr noted that based on information provided, the battery did need replaced, there was no indication of product misuse, the subject meter was not being used for the first time and the patient did not have a replacement battery available. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as the patient claimed to have developed the symptoms of "shaky and sweaty" after the alleged product issue began. These symptoms do meet lifescan's criteria for a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.